Event description:
A pt was found with a foley catheter out and the balloon deflated. Upon further assessment, balloon was found to have "popped." Pt stated they heard it pop and felt some leaking. The physician was notified and an order was obtained to leave the foley catheter out.